Manufacturer narrative:
Device evaluation by manufacturer has been updated. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The test strip information provided by the customer has an expiration date of 31-mar-2021. The date of event was provided as (B)(6) 2021. If the test strip information provided were the test strips in use at the time of the event, the customer was using expired test strips. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Occupation is lay user/patient. The meter and test strips were requested for investigation. It is not clear if the test strip information provided is for the test strips in use at the time of the event. Clarification was requested but was not provided.

Event description:
We received a report of questionable inr results with an unspecified coaguchek meter. The reporter stated there was a difference of "1" between the result on the meter and the hospital laboratory using an unknown method. The specific results were requested but could not be provided. The results from the meter and the hospital laboratory were reportedly obtained within a few hours. The patient went to the hospital as they started to cough blood. The patient had x-rays and a CT-scan and was diagnosed with blood in lungs. The patient was in the hospital for about a month due to the presence of blood in the lung. The patient's current condition was requested but was not provided. Previous inr results were requested but were not provided. Inr results from the time of the event and during the hospitalization were requested but were not provided. The patient¿s therapeutic range was requested but was not provided. The reporter stated there was no change in the medication. This MDR is being submitted in an abundance of caution.